Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation the handpiece overheated. Cap was not fully tight and when I took cap off, cap parts came apart. I found cap damaged from coming in contact with rotor. Also found cap bearing damaged but still intact/attached to rotor. Dry bearing/rough.

Event description:
It was reported that a midwest e 1:5 ca overheated during use and burned a patient's tongue; no intervention was required.